Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information. The full name of the initial reporter (B)(6), but the first name was abbreviated due to the contents exceeding character limit. Full name of the event site is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump had overheating alarm during use on patient and then unit stopped. The iabp was replaced with another to continue therapy. There was no adverse event or patient injury reported.

Manufacturer narrative:
Getinge service was not requested in connection with this event. However, it was reported that the customer requested preventive maintenance (pm) of the iabp subsequent to this alleged malfunction. A getinge field service engineer (fse) visited the location and completed the pm with full calibration, functional testing and safety checks which passed within factory specifications. The fse was unable to reproduce the alleged ¿overheating¿ issue, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an ¿overheating¿ alarm during use on a patient and then the iabp stopped. The iabp was replaced with another to continue therapy. There was no adverse event or patient injury reported.